Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation: DHR review was performed on the following lot number: 7006557 ¿ the lot number was built on afa line 9, from march 28, 2017 thru march 31, 2017. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specifications (B)(4), in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Qn / sap database review: yes. Reason: a review of the qn/sap database is not required for a s1-o1 level a investigation per CPR ¿ (B)(4). The peura (end user risk analysis): yes reason: the peura is required for all MDR reportable investigations. Findings: (B)(4) rev 11 version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis observations and testing: observations and testing could not be performed because units were not received for investigation. Investigation samples(s) meet manufacturing specifications: unknown; (units were not received for evaluation and testing) conclusions: the defect of needle retraction failure, as stated in the subject of the pir could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Without a unit for evaluation; there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. Did the evaluation confirm the customer¿s experience with the bd product? No; unable to confirm the customer¿s experience because units were not returned for evaluation and testing. Were we able to reproduce the customer's experience with the bd product? No; unable to reproduce the customer¿s experience because units were not returned for evaluation and testing. Was the device used for treatment or diagnosis? Treatment. Corrections and CAPA: corrective action project / CAPA (#): a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a quarterly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. (B)(4).

Event description:
It was reported that before use a needle did not retract on a 18 g x 1.16 in. (1.3 mm x 30 mm) bd insyte¿ autoguard¿ bc shielded IV catheter. There was no report of serious injury or medical intervention.